Manufacturer narrative:
Complaint no: (B)(4). Manufacturing date ¿ from 01/15/2016 to 01/19/2016. The device was returned and an evaluation is complete. Visual inspection was performed and noted the stress member flange has been damaged. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified and the cause is unknown. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a damaged stress member flange. There was no patient involvement. No additional information is available